Event description:
Patient reported a deflation. The device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, total delamination of valve assessed as adhesive failure and one opening on posterior side assessed as fold flaw opening. Additional observations: ¿ yellow particles in device inner surface are observed. ¿ wear abrasion is observed. ¿ creases are observed. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a deflation. The device has been explanted. This relates to the right side.